Event description:
Manufacturer's complaint handling unit observed melted plastic around the 3rd and 4th connector pins on the inform meter. No adverse event reported. Replacement was sent

Manufacturer narrative:
The event occurred in (B) (6).